Event description:
Per report, the retroflex3 delivery system (rf3) balloon burst during the deployment of a sapien valve in a transcatheter aortic valve replacement (tavr) procedure via transfemoral approach. A non-edwards bav balloon catheter was introduced and crossed the valve. The balloon inflation sequence was used and the bav balloon was inflated. Once inflated, the bav balloon ruptured. The echocardiogram was check and the patient was stable throughout. The rf3 and the sapien valve were introduced and positioned across the native valve. The valve deployment sequence was started and the rf3 balloon was inflated. Once inflated, the balloon from the delivery system ruptured. The echocardiogram was checked and the patient was stable. The interventional cardiologist thought that the ostial right coronary stent may have been the culprit, but was unable to say for sure what caused the 2 balloons rupture. The valve appeared to be under-deployed on fluoroscopy and it was decided to use a 20 mm x 4 cm balloon to post-dilate the valve. The balloon was introduced and inflated without any further complications. Echo demonstrated there was no central or paravalvular leaks and all three leaflets were moving well. The surgeon repaired the groin and the patient was transferred to the ICU in stable condition with their own intrinsic rate. The patient was stable throughout the procedure.

Manufacturer narrative:
Balloon rupture is a known potential risk associated with transcatheter valve deployment. Historical balloon rupture complaints have been analyzed and summarized in technical summary "risk of balloon burst in calcified aortic annulus conclusions" (ts). The ts provides a rationale as to why it is very unlikely that a product malfunction contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case the exact root cause of the reported delivery system balloon burst during deployment cannot be confirmed; however, it was reported by the physician that the ostial right coronary stent may have caused or contributed to the event. In addition, the bav balloon also burst during inflation, which supports the physician's theory that the event root cause was very likely associated to a patient factor, instead of a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.